Manufacturer narrative:
The claimed device was returned to (B)(4) for further investigation. During investigation the reported issue could be reproduced and traced back to a non-conforming soldering joint on the processor board. The board was replaced and subsequent testing found no further issues. A technical safety inspection was performed successfully and the pump was returned to the customer. Corrective actions are in progress for this issue.

Manufacturer narrative:
There was no patient involvement. (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the display of the s5 roller pump intermittently began to blink upon turing on the unit during training. There was no patient involvement. The customer opened the unit to check the connections and did not identify any issues. A serial readout was performed and sent to sorin group (B)(4) for analysis. Analysis of the serial readout identified potential issues with the internal components and the device was requested for return to sorin group (B)(4) for further investigation. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the display of the s5 roller pump intermittently began to blink upon turing on the unit during training. There was no patient involvement.